Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastrectomy procedure, an air leak occurred in 15 minutes after the device was inserted. Another device was used to complete the case. There were no adverse consequences to the patient.